Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Upon review of the data logs, a definitive automated impella controller failure pattern was suspected. No problem was found with the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a cp support ongoing for a patient. The pump support was ongoing with placement signal loss. There was no intervention for the optical signal. The family made the choice to withdraw care, and the patient expired.